Manufacturer narrative:
The troponin t reagent lot number was 869594 with an expiration date of 31-aug-2026. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 4 patients' samples tested with elecsys troponin t gen 5 assay on a cobas e 411 analyzer (rack system). Sample 1: initial result: 6 ng/l. Repeat result: 20.4 ng/l. Sample 2: initial result: 6 ng/l. Repeat result: 20.9 ng/l. Sample 3: initial result: 6 ng/l. Repeat result: 20.68 ng/l. Sample 4: initial result: 6 ng/l. Repeat result: 12.54 ng/l. Poor qc recovery prompted the repeat of the 4 samples on a different cobas e 411 analyzer. The repeat results were deemed to be correct.

Manufacturer narrative:
The field service engineer (fse) found that the mixer had failed. He replaced the pinch tubes, primed the sample/reagent and sipper pipetters, and checked the system volume. The fse also cleaned the liquid flow, performed measuring cell preparation, and replaced the bead mixer. The fse verified that the instrument and the test were performing within specifications. The actions performed by the fse resolved the issue.